Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the customer¿s allegation of ¿there was no video image¿ was not confirmed. The probable cause was determined as image was not displayed temporarily due to flooding from cut on cable. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 17 years since the subject device was manufactured. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: ¿never reprocess or store this camera head with sharp-tipped instruments (tweezers, forceps, knives, etc.). This could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, that the camera head was not displaying image when connected to the camera control unit using video adapter. When customer swapped the video adapter with an identical one, received a clear image. The issue occurred during preparation for use of an unknown procedure. There was no patient harm associated with the event. This report is related to and linked to patient identifier (B)(4).

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. However, device evaluation found following findings: there was a slice on the cable and device failed for leak test. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.